Manufacturer narrative:
After battery installation, the unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to mold and corrosion on the lcd connector located on pcba2. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump died when customer was sitting in shade an alarm went off followed by white screen could not push any buttons and tried changing the battery but insulin pump is no longer responding. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.